Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while trying to place a foley catheter on a patient, they noticed a hair follicle was found on the adhesive part of the device.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while trying to place a foley catheter on a patient, they noticed a hair follicle was found on the adhesive part of the device. Per additional information received on 11may2024, it was reported that they had not seen any other contaminated devices so far. Because the contamination was discovered before direct contact with the patient, and no harm was done.